Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-dec-2022. The most recent information was received on 03-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("abdominal pain with uterine contractions") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019 she experienced pelvic pain (seriousness criterion intervention required), malaise ("malaise"), dizziness ("dizziness"), headache ("headaches"), asthenia ("asthenia / increasing asthenia") and myalgia ("muscular pain recurrent"). In 2021 she experienced anxiety ("anxiety attacks recurrent"), abdominal pain lower ("cramps recurrent"), muscle fatigue ("muscle fatigability during exercise, recurrent") and genital haemorrhage ("abnormal gynaecological bleeding recurrent"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal in (B)(6) 2022). At the time of the report, the pelvic pain, malaise, dizziness, headache, asthenia and myalgia had resolved. The outcomes for anxiety, abdominal pain lower, muscle fatigue and genital haemorrhage were unknown. No causality assessment was received for essure with regard to pelvic pain, malaise, dizziness, headache, asthenia, myalgia, anxiety, abdominal pain lower, muscle fatigue or genital haemorrhage. The reporter commented: in 2021 and 2022, anxiety attacks, muscle pain, cramps, muscle fatigability during exercise, abnormal gynaecological bleeding, abdominal pain with uterine contractions. Before essure removal social isolation related to intense asthenia, anxiety attacks, decreased physical activity due to pain and fatigability. Removal of implants in (B)(6) 2022, improvement of symptoms in 1 week. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 28-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("abdominal pain with uterine contractions") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019 she experienced pelvic pain (seriousness criterion intervention required), malaise ("malaise"), dizziness ("dizziness"), headache ("headaches"), asthenia ("asthenia / increasing asthenia") and myalgia ("muscular pain recurrent"). In 2021 she experienced anxiety ("anxiety attacks recurrent"), abdominal pain lower ("cramps recurrent"), muscle fatigue ("muscle fatigability during exercise, recurrent") and genital haemorrhage ("abnormal gynaecological bleeding recurrent"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal in (B)(6) 2022). At the time of the report, the pelvic pain, malaise, dizziness, headache, asthenia and myalgia had resolved. The outcomes for anxiety, abdominal pain lower, muscle fatigue and genital haemorrhage were unknown. No causality assessment was received for essure with regard to pelvic pain, malaise, dizziness, headache, asthenia, myalgia, anxiety, abdominal pain lower, muscle fatigue or genital haemorrhage. The reporter commented: in 2021 and 2022, anxiety attacks, muscle pain, cramps, muscle fatigability during exercise, abnormal gynaecological bleeding, abdominal pain with uterine contractions. Before essure removal social isolation related to intense asthenia, anxiety attacks, decreased physical activity due to pain and fatigability. Removal of implants in (B)(6) 2022, improvement of symptoms in 1 week. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.